Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the pd catheter placed on (B)(6) 2011, positioned in the left lower quadrant. On (B)(6) 2013 a home pt notified staff at (B)(6) dialysis that catheter was leaking because of a hole in the catheter. A staff member observed a hole in catheter at the point where the beta cap adapter comes into contact with the inner part of the pd catheter. The catheter was repaired on (B)(6) 2013 by (B)(6) staff member. The pt was sent for lab testing and as a precaution was prescribed prophylactic antibiotics in case of peritonitis. Labs results confirmed that the pt did not have peritonitis.